Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this left ventricular (lv) lead the physician attempted to pass a guidewire into the lead lumen but resistance was encountered. The lead was flushed but the issue persisted. The physician then elected to use a new guidewire and the procedure was completed without complication. The patient was reported to have an unrelated infection at the time of implant so the guidewire was discarded and will not be returned for analysis. No adverse patient effects were reported. This lead remains in service.